Event description:
It was reported that 2 bd maxzero¿ multi-fuse extension set with needleless connectors had flow issues during use. The following information was provided by the initial reporter: "we have also had a sudden increase in clots from our lines where we use this extension set."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Investigation summary: three photos have been provided for quality investigation. The customer complaint of flow issues - fluid blockage, and complete occlusion could not be verified based on the photos provided. The report of "flow issues - fluid blockage" and "complete occlusion" could not be verified due to no sample being submitted. A device history record review for model mz9277 lot number 21015253 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 6jan2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause could for the "flow issues-fluid blockage" and "complete occlusion" could not be determined due to no sample being submitted for evaluation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.